Event description:
It was reported that during a laparoscopic gastrectomy, a beep was heard in about four hours. The blade was cleaned and the surgeon checked there was no crack on the blade. The device kept being used carefully not to contact with something hard such as a clip. A beep was heard again in about five hours. While the blade was cleaning, the blade was broken off on the mayo table. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the titanium blade tip fall into the patient?---no. Was the tip left inside the patient? ---n/a. Or was the blade tip retrieved? ---n/a. How was the tip retrieved? (E.g. Convert to open?; removed through trocar?) Describe how. ---n/a. If converted to open, was the convert to open a direct result of the broken blade and the need to retrieve the blade tip? ---n/a. Was there a solid tone prior to noticing the broken blade tip? ---no. Was there an error code produced prior to noticing the broken blade tip? ---yes. Which error code? ---5. Was there any contact with metal during activation of the device? ---the doctor said "no." Were there any transactions across staple lines? ---the doctor said "no." Were the troubleshooting techniques followed when the error code/sold tone was received? How was procedure completed? Describe how. ---the blade was cleaned. Eventually another device was used.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.